Event description:
A 3 1/2 year-old girl was originally implanted on december 12, 1996. According to the info rec'd from the implant center, pt was hit on the head on may 19, 1998. The circumstances surrounding the incident are unknown at this time. However, the severity of the impact was such that there was evidence of hematoma in the area. Although the reported incident took place on may 19, 1998. Pt's parents did not take her to the implant center for device evaluation until june 3, 1998. While at the center, her parents stated that their daughter was no longer able to hear with her system but did not indicate whether the loss of device function occurred immediately after the impact or later. Testing conducted at the center confirmed her clarion system was no longer functioning. Explantation/reimplantation took place on june 4, 1998. Pt was reimplanted with clarion.